Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a variability and wide range of readings occurred when compared to the standard blood test. The hardware, shunt sensors and cuvettes were not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.